Event description:
It was reported that the the tip of the guidewire was found to be broken when removing the straightener after priming before use to the patient. The user insists that the guidewire must have been broken as they removed it very carefully and did not reconnect. There was no reported patient involvement.

Manufacturer narrative:
H11:section a through f the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged guidewire is confirmed; however, the exact cause is unknown. One 0.018 in. Stainless steel guidewire in a plastic hoop was returned for evaluation. An initial visual observation showed no obvious evidence of use on the returned sample. Once the tip straightener of the hoop was removed, a bend in the guidewire was observed approximately 1 cm proximal to the distal tip of the guidewire. The proximal end of the guidewire hoop was observed to be detached from the clip and the distal tip of the guidewire was found to be protruding from the hoop. A microscopic observation revealed the coiled wire of the guidewire was kinked at the location of the bend. While the exact cause of the bend in the guidewire is unknown, possible causes include damage during manufacturing, packaging, handling, or use. A lot history review (lhr) of recx3010 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recx3010 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the tip of the guidewire was found to be broken when removing the straightener after priming before use to the patient. The user insists that the guidewire must have been broken as they removed it very carefully and did not reconnect. There was no reported patient involvement.